Event description:
It was reported that after atrial paced events, far p-wave oversensing was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.